Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of atrial fibrillation (af). A revision procedure was performed where it was found via fluoroscopy that the right ventricular (rv) lead had dislodged and the tip was near the tricuspid valve which was causing the oversensing. Subsequently the rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.